Event description:
The user facility reported that a 54-year-old male patient implanted with the impella 5.5 for mechanical circulatory support. At the explant after 9 days, there was an observation made of thrombus material at the pump motor. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Visual inspection of the pump found no biomaterial in the cannula or on the inlet cage. A picture of the inflow cage was provided by the field and showed no evidence of biomaterial. Based on the analysis, there was no issue with the pump. The device functioned/operated to specification. The root cause of the reported event is undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.